Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the remote transmission revealed inappropriate automatic mode switch episodes due to far r-wave over-sensing. Also, there appeared to be ventricular loss of capture, but the back-up autocapture pulses were capturing the heart and the physician determined that it was not true loss of capture. Programming changes were made; the patient would continue to be monitored. There were no patient symptoms.